Event description:
Complainant alleged that the ICU staff was defibrillating a male pt (age unknown) who was in cardiac arrest. The staff was using multi-function electrode stat padz with the device. The staff delivered the first shock at 200 joules and the second shock at 300 joules. Upon the third shock delivery, at 360 joules, sparks were alleged to be seen by the staff. The staff then assessed the padz adherence to the pt, and smoothed it out on the pt's skin. The staff then resumed the defibrillations, and delivered two more shocks at 360 joules each. Sparks were again seen with each of the last two defibrillations. After the padz were removed from the pt, the staff noticed that the pt had received a 2-3 centimeter burn to the chest. The pt susequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.